Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hissing sound was heard after unclamping a bd nexiva¿ closed IV catheter system. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
The initial MDR reported the product incorrectly. The correct bd product is bd nexiva¿ diffusics¿ closed IV catheter system.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7143608. We could not confirm a specific root cause for this issue since no sample or photo was sent for evaluation, we could not determine if it was user or manufacturing related. No corrective action was initiated since this issue could not be confirmed as a manufacturing related issue.